Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a routine generator procedure. Prior to the procedure, an increased threshold on the right ventricular lead was noted. Review of a chest x-ray indicated visible insulation damage to the lead. The physician believed the damage was caused by clavicular crush. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.